Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unrelated lead revision procedure, the lead exhibited insulation damage at the proximal area of the lead. No patient symptoms were reported.